Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The device was received with normal operating currents within specification and passed all functional testing including the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests. The following physical damage was noted: cracked reservoir tube lip, cracked casing at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that his insulin pump shut down at 3am, and when he changed the battery the display remained blank. By morning time the insulin pump turned back on but the display is now off again. The patient's blood glucose at the time of incident was 402 mg/dl, and he has been taking insulin injections with a sliding scale dosage. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the delivery accuracy test. No damage was noted on the lcd isolation tape during visual inspection.